Manufacturer narrative:
This product is not marketed in the us. Health effect impact code (B)(4): narrow angles. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6, -12.0 diopter, implantable collamer lens, into the patient's right eye(od) on (B)(6) 2021. Narrow angles are being observed. Lens remains implanted and patient is under observation. Per reporter on (B)(6) 2021, "angle has opened more and the pressure is stabilized to normal. The surgeon is closly watching the patient and checking angles to see if there are improvements overtime as the eye quiets down. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.